Event description:
It was reported by the patient that they received multiple shocks and that they were transported by ambulance to the emergency department. Follow-up was attempted but unable to determine if the shocks were deemed appropriate therapy or confirm any performance issue/malfunction. The right ventricular lead and device were explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported by the patient that the lead had a fracture and that they were inappropriately shocked "dozens of times".